Manufacturer narrative:
The cause for the non-reproducible results is unknown. The customer states that quality control results were within acceptable ranges and close to target when the patient samples were tested. No conclusions can be drawn. The customer tested the high control with a mean of 99 u/ml in replicates of 5 and observed a %cv of 2.6%. The customer also tested a sample with an initial result of 107 u/ml in replicates of 5 and observed a %cv of 1.8%. The issue appears to be related to the specific samples. The samples are not available for further testing. The system is performing to specification. The limitations section of the instructions for use states the following: " do not interpret levels of ca 15-3 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed breast carcinoma frequently have levels of ca 15-3 within the range observed in healthy individuals. Additionally, elevated levels of ca 15-3 can be observed in patients with nonmalignant diseases. Measurements of ca 15-3 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation."

Event description:
Customer observed two samples with high advia centaur xp ca 15-3 results that showed poor reproducibility upon repeat testing and dilution. There are no reports that treatment was altered or prescribed based on the results. There are no reports of adverse health consequences based on the results.